Event description:
It was reported that during a stent placement procedure, the stent was allegedly placed past expiration date. It was further reported that the sales representative was on site when procedure happened and provided the facility with the device, they were not aware till after the device was inserted into the patient and the sticker with expiration date was placed into the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided. There is no reported device deficiency so that a product failure cannot be confirmed. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as not confirmed. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not use the device after the "use by" date specified on the label.' H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly placed past expiration date. It was further reported that the sales representative was on site when procedure happened and provided the facility with the device, they were not aware till after the device was inserted into the patient and the sticker with expiration date was placed into the patient. There was no reported patient injury.